Manufacturer narrative:
(B)(4). The cause for the reported condition was determined to be a loose connection because a loose connection is a known cause of this type of alarm. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three of five on the home choice (hc). The home patient (hp) was connected at the time of the event. The hp indicated that the connection to a supply bag was loose. The technical service representative (tsr) assisted the hp in clearing the alarm and ending therapy. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.